Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Caregiver states the lift is loose on the mast and makes a squeaking noise. Consumer states that one of the batteries will not charge. Consumer states that the lift sling has gotten a little looser and believes it may have broke in some way.